Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) was consulted and recommended product replacement or continual monitoring of the device. This crt-d remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as additional information was received that this device was explanted and replaced.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) was consulted and recommended product replacement or continual monitoring of the device. This crt-d remains in service and no adverse patient effects were reported. Additional information was received that this crt-d was explanted and replaced. No additional adverse patient effects were reported. This crt-d has not returned for analysis.